Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. During preparation of steerable guide catheter (sgc lot: 40102r2031), a wire was protruding on the distal tip of the catheter. A replacement sgc (lot: 0116r2094) was then prepared successfully. Xtw (lot: 40115r2088) was then placed a2/p2 successfully, reducing mr to trace. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported material split, cut, or torn on the sgc shaft. Additionally, it was observed that the braided wire on the shaft was exposed (peeling). Based on the information reviewed and the analysis of the returned device, the reported material split, cut, or torn on the sgc shaft appears to be related to the user interpretation of the braided shaft peeling (exposed). The peeling of the braided shaft appears to be related to a potential product quality issue; therefore, a CAPA was initiated to evaluate whether a product issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Abbott will continue to trend the performance of these devices.